Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 481 mg/dl. Troubleshooting was performed. Found that the insulin pump was not accounting for the basal rates and boluses correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.